Manufacturer narrative:
Device received with pump error 23 alarm, pump error 49 alarm and pump error 68 alarm after battery change due to moisture damage on the electronic assembly. No pump error 43 alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 43. The patient¿s blood glucose level was 13.9 mmol/l. They could not pass the rewind mode and got the pump error again. The insulin pump will be returned for analysis.